Event description:
During a routine maintenance visit, ohmeda service representative noted output of vaporizer was not within specification. Investigation/conclusion: the vaporizer was returned to co's vaporizer testing facility in austell, ga. The vaporizer was tested and the reported complaint was confirmed. The vaporizer was disassembled and metal contamination was noted between the sump cover and rotary valve. Ohmeda has reviewed their assembly procedures and have taken corrective action to help prevent contamination in the vaporizer. Additionally, ohmeda recommends tec 5 vaporizers be returned every 3 years for routine maintenance and calibration, as stated in the tec 5 operation and maintenance manual. According to ohmeda's records, this unit has not been serviced since its manufacture date of 1992.